Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the (83) 8100 lvp's failed rate accuracy test, could not be confirmed. No further investigation of this issue is possible at this time, and no patient impact was reported.

Event description:
It was reported that (83) 8100 lvp's failed rate accuracy test. There was no patient involvement.

Event description:
It was reported that (83) 8100 lvp's failed rate accuracy test. There was no patient involvement.

Manufacturer narrative:
Medical device operator. Initial reporter occupation. Reason code for no evaluation if other specify imdrf annex g, imdrf annex b, imdrf annex c codes. Although requested, product has not been received.